Manufacturer narrative:
The customer cleaned up the fluid, but was unable to locate the cause of the leak. A field service engineer (fse) was dispatched on (B)(4) 2010 and found that the sample probe had gel in the tubing. The fse then verified that the module chemistry (mc) and the cartridge chemistry (cc) probes were clear and verified level sense on the system.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking from the reagent probe onto the unicel dxc 600 pro synchron chemistry analyzer covers. There was no affect on patient results or operator exposure pertaining to this event.